Event description:
A us distributor contacted zoll to report that a patient developed a heat rash on their back under the lifevest. There was no alleged device malfunction contributing to the irritation. Patient was given a cream by his brother that works in a pharmacy. Follow up indicated that the skin has improved.